Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. It was noted there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission 08-nov-2019. Corrected data: evaluated by mfg: yes. Device not evaluated code: blank. Eval code: conclusion 1; 12. Eval code: conclusion 2;ni.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: during investigation, the pump was powered on and the display was found to be blank with audible tones and vibration. A leak test was performed and a leak was identified at a crack at the pump case with evidence of moisture inside all internal components, on all boards and on the display. Due to the blank display caused by the moisture damage, the original complaint of a keypad response issue was unable to investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.